Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that quality controls (qc) were within range on the day of event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the reagent tray lid and the reagent probe 1 drain due to a crack on side. The cse proactively replaced the vacuum pump assembly. The cse performed a check on the vacuum pump and removed a large shim from the reagent tray. The cse verified the drain and probe alignments. The cse performed comparisons on six samples and all samples resulted within specification. The cse performed a system check, which passed. The cse performed qc, which were within range. A siemens headquarter support center (hsc) reviewed the event data. No other patients were affected and qc was in range when the sample was processed. Hsc concluded the issue could have been the patient sample and is an isolated incident. Hsc recommended to review proper pre-analytical sample handling procedures including mixing of the sample after phlebotomy to ensure complete dispersion of the anti-coagulant or clot activator throughout the sample, centrifugation at the proper speed and time based on the tube manufacturer's instructions, and to ensure that samples remain upright after centrifugation to avoid re-suspension of platelets, buffy coat material, fibrin, and other particulates into the plasma portion of the sample. The cause of discordant, falsely depressed na, k and cl results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na), chloride (cl) and potassium (k) results were obtained on one patient sample upon initial and repeat testing on a dimension xpand plus without hm instrument. The discordant results were reported to the physician(s), who questioned them. The sample was repeated again on the same instrument, resulting higher. The customer sent the sample to a reference laboratory and obtained results that matched with patient's previous results. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na, k and cl results.